Event description:
It was reported that the patient experienced a low glucose of 70 mg/dl during a walk and treated it with two oral glucose tablets, and the patient and spouse requested guidance on managing the ilet during exercise; troubleshooting and education were provided and the case was assigned for additional training. Symptoms included hypoglycemia. Outcomes included no injury and self-treatment with oral glucose. Investigation included review of the event with user education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event while exercising. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.